Event description:
The patient was seen in clinic on (B)(6) 2025 for a routine visit. Patient reported that she was unable to download or communicate with her device. During the clinic visit the provider confirmed that the device was not communicating. The programmer used to interrogate the device was confirmed to be in proper working order by use on other devices successfully. There was no report of a procedure or trauma that could have resulted in an unresponsive device.

Manufacturer narrative:
(B)(4) review of the ecog data did not identify a reason for the neurostimulator to stop communicating. The device was returned to neuropace is undergoing investigation.

Event description:
Investigation results: investigation of the explanted neurostimulator has been completed and results are provided in section h10. Original report: the patient was seen in clinic on (B)(6) 2025 for a routine visit. Patient reported that she was unable to download or communicate with her device. During the clinic visit the provider confirmed that the device was not communicating. The programmer used to interrogate the device was confirmed to be in proper working order by use on other devices successfully. There was no report of a procedure or trauma that could have resulted in an unresponsive device.

Manufacturer narrative:
(B)(4). Review of the ecog data did not identify a reason for the neurostimulator to stop communicating. Investigation of the explanted device: the neurostimulator was implanted on (B)(6) 2019. The therapy load was higher than typical until it was reduced to a more typical level in (B)(6) 2025. The therapy load is not believed to be related to the device failure. The device did not respond to telemetry over the date range of (B)(6) 2025 to (B)(6) 2025, although the device did continue to function and deliver therapy during this time. The device logged a dc leak reset the same day as the explant on (B)(6) 2025, possibly due to esu exposure. Telemetry was and continues to be functional after explantation. Once explanted, the device was fully functional, it passes all manufacturing screens. The cause of the temporary telemetry failure is unknown.